Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include sprint fidelis and sprint quattro. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of ICD lead on the system durability, predictors of long-term survival following ICD system extraction. Pace - pacing and clinical electrophysiology. 2017; 40(10):1139-1146. Doi: 10.1111/pace.13173. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding patients with implantable cardioverter defibrillator (ICD) leads referred for transvenous lead extraction (tle). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were leads that contained damage and/or fractures, and leads that cause microperforation. Additionally the article reports that were patient deaths and patients that experienced system infection. Further follow up did not yet yield any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the physician/author indicated that there was no information to suggest the patient deaths were associated with the reported products. No additional information is available.